Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on 25-jun-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue as customer stated that when the release button is pressed, the release light goes green, but the latch will not release. Fse noticed the wire to solenoid for bf wash probe door was disconnected so he reconnected and secured the wires, then tested and solenoid operates correctly. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wire for solenoid not connected.

Event description:
On (B)(6) 2015, a customer reported wash probe release errors with their aia-2000st analyzer. The customer is unable to run lh ii, fsh and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lh ii, fsh and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.